Event description:
Philips received a complaint by the customer on the v60 indicating that the system was down. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that during setup the unit alarmed for patient circuit occluded with no circuit attached. The rse confirmed the reported issue via confirmation of no circuit on the outlet port and the blower not running. The rse advised the customer to replace the blower. The rse provided the customer with the part number of the blower to order and replace. The customer replaced the blower and confirmed the reported issue has been resolved. The customer replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.